Event description:
Reporter stated that the device's 3rd and 4th internal contacts are discolored and some of the internal connections are either bent or missing. No patient or operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.